Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is oversensing and that there is noise present. It was further reported that the patient had asystole, brady and fast ventricular episodes. The device remains in use and no patient complications have been reported as a result of this event.